Event description:
A ventilator was returned to the MFR for service. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the ac inlet connector was found to be damaged. The device's ac inlet connector was replaced to address the issue.